Event description:
As reported: as reported: during an evar case, a manta vcd 18f was deployed to close left femoral access, this was the vascular surgeon's first manta deployment. All steps were observed as per IFU, no hemostasis observed, and a surgical cutdown was performed. The manta vcd collagen plug was found to be within the cfa. The vascular surgeon stated post procedures that he "felt it give" when compressing the collagen, with the advancement tube, so he used too much, and pushed through the arteriotomy into the femoral artery. The right femoral was successfully closed with manta vcd, and patient was doing well post op. There was excessive amount of blood flow from access site during deployment. The vascular surgeon didn't feel this was a complication caused by the manta device, more that it was user error. Additional information on 23-mar-2022: ultrasound was used for access and the manta device was explanted during the surgical cutdown.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. The lot numbers were not identified as to which one was used for the left or right artery closures. Based on the information submitted, a 18f ce manta was planned for closure in the left common femoral artery following a successful closure on the right side with an 18f ce manta. An excessive amount of blood flow was present at the access site during deployment. The patient's demographic indicated a bmi of 19.7. The IFU states the manta device is contraindicated in patients with marked cachexia (bmi <20). A medial positioned access was gained utilizing micropuncture and ultrasound guidance. Depth measurement recorded was 2.5mm + 1mm. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, hemostasis was not achieved, and manual pressure was applied unsuccessfully. The surgeon decided to perform a cut down which revealed the collagen plug positioned within the artery. The manta was explanted, and the artery was surgically closed. Post procedure the surgeon mentioned he felt it "give" when he applied tension and compressing down on top of the blue lock advancement tube. The surgeon stated he applied too much tension and pressure which resulted in the collagen dispositioned into the artery and it was user error and not the manta device. The following potential adverse events related to the deployment of vascular closure devices have been identified: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis. Procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Step 5: deploy device and seal puncture maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.